Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: anatomy involved: sigmoid colon. Initial sigmoid transection performed with egiaradmt; good margins, not difficult to close stapler or squeeze handle. Staple line locked good with no malformed staples or tissue tearing. Eea25 was used with center rod just off linear staple line; anastomosis looked good with good staple line and no tension. Leak test revealed no leaks (bubbles). Four days later pt developed abdominal sepsis and free air; upon reop, a small hole was discovered in mucosa that appeared to be at or near the meeting of the linear and circular stapler lines. The surgeon over sewed the hole and closed. The surgeon is unclear whether the devices used had any bearing on the leak. Devices were not kept as there was no issue at the time of surgery. Current patient status: fine; recovered without further incident and was discharged (B)(6) no reinforcement material was used.